Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a dual-j tube ureteral stent was used intra operatively, which ruptured following the withdrawal of the tail wire.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 photo sample was confirmed to exhibit the reported failure. It is unknown if the device met specification. The product was used for treatment purposes. A potential root cause for this failure could be "improper suture attachment". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions ¿ suture may be cut off prior to stent placement. Remove suture if indwelling time is expected to be longer than 14 days. ¿ avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. ¿ ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. * ¿ with any ureteral stent, migration is a possible complication, which could require medical intervention for removal. Selection of too short a stent may result in migration. ¿ care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation. ¿ the insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. ¿ multi-length ureteral stents: formation of knots in multi-length ureteral stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that a dual-j tube ureteral stent was used intra operatively, which ruptured following the withdrawal of the tail wire.